Event description:
It was reported that during the procedure the laser system displayed an error indicative of a system malfunction. The system was no longer able to be utilized, and the physician converted to "turf" (an alternative surgical procedure). The patient condition was reported to be "no harm."